Event description:
The patient initially reported withdrawal following a catheter access port (cap) procedure. The health care provider (hcp) "turned off" her pump while he was injecting dye into her catheter. The reporter stated that the hcp forgot to turn the pump back on. The pump was off for "43 hours" before anyone realized it was off; it was then turned back on. The patient changed to a different hcp. It was later reported that the patient had a roller study, dye study and x-ray. A 12 minute bolus was administered. After the tests the patient started to feel weak and sick. The following days, she experienced flu like symptoms; the chills, sweating, fever, nausea and diarrhea. The patient went to a different pain management hcp who checked the pump and told her that the pump was off for 43 hours. The patient did not hear an alarm at that time. The hcp turned the pump back on at 80% and was gradually increasing back to her dosage. The hcp told her that even with 28 months left on the pump, it should be replaced. The patient said that he did not tell her that a motor stall occurred. The patient did not have the logs reviewed; she was home at the time of this report. Per this reporter, the pump was not working. There are multiple medications in her pump - clonidine, dilaudid, bupivacaine, prialt, and duramorph. The pump has never worked for the patient; she was looking for another physician.

Event description:
Additional information: per reporter the patient was seen and troubleshooting was initiated by another physician. It was noted there was no injury. Per another reporter the patient was seen by hcp who initiated evaluation as the patient was not receiving relief from the medicine. No follow up was planned.

Manufacturer narrative:
Catheter model #: 8711 lot #: n101196004 implanted: (B)(6) 2007 explanted: unknown. (B)(4).